Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the adhesive was damaged due to stress during use or external factors, leading to the peeling. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. "[Inspection of entire endoscope]. 6. Check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the tip lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive around the objective lens was peeled. In addition to the reportable malfunction, the following were noted: due to deformation of the light guide connector, water tightness was lost; the adhesive on the bending section cover had a chip; the light guide connector was deformed. Additionally, the following components had a scratch: the angulation lever, the bending section cover, the control unit, the forceps elevator lever, the grip, the light guide connector, the light guide connector was deformed; the light guide -cover glass, the right/left lever, the right left plate, switch 1, the upward/downward angulation control knob plate, the video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a leak from the light guide connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the objective lens adhesive peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.